Manufacturer narrative:
Pump had reservoir tube lip almost completely broken off and test reservoir unable to lock into place. Pump passed the prime and excessive no delivery test. Unable to perform the displacement, rewind, basic occlusion and occlusion test due to reservoir tube lip anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 130 mg/dl, 368 mg/dl. The customer reported that lip on the reservoir is coming off. The customer declines troubleshooting for high blood glucose level. Troubleshooting was performed for damage and noticed that reservoir did not lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.